Manufacturer narrative:
The event took place outside of the united states (B)(6) and was associated with a product that is also cleared for the market within the united states

Event description:
Primary surgery on (B)(6) 2019. Revision surgery on (B)(6) 2020 due to infection. Surgeon explanted a ø40/+6 standard humeral cup and replaced a new ø40/+6 standard humeral cup.